Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Factors that may contribute to a fractured stent include, but are not limited to: damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. Based on the xact instructions for use, stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during inspection prior to use. In addition, there have been no stent related discrepancies reported at the time of device preparation and initial stent implantation. During manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. There is no indication of a lot specific issue or any product deficiency based on the reported information. A query of the complaint handling database was performed and there have been no other incidents reported for this lot. Although a conclusive cause could not be determined, based on the available information, the event does not appear to be related to a product deficiency.

Event description:
It was reported that during the five year follow-up post xact stent implantation in the right internal carotid artery, the stent was found to be fractured. Per carotid duplex study, there was no evidence of hemodynamically significant stenosis. The patient did not report any adverse events prior to the finding and has not experienced any adverse sequela. There was no treatment provided. There was no additional information provided.